Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2022. During the procedure, when the tube was extended the bumper, the obturator punctured the anchor pocket. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: internal bolster detached.

Manufacturer narrative:
(B)(4). An endovive securi-t replacement gastrostomy tube was returned. During the product analysis, it was observed that the internal bolster was detached and, in addition traces were observed at the distal end of the silicon tube that indicate that the internal bolster was adhered. The initial reported event is not confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the manipulation or technique used at that time to interact with the device in conjunction with an excess of force that could have been applied. This resulted in a detachment of the internal bolster. The traces observed under the microscope indicate that the internal bolster was attached to the unit. It was reported that the obturator punctured the material, however, because the device returned was incomplete this could not be checked. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.